Manufacturer narrative:
(B)(4).

Event description:
It was reported the device registered inappropriate auto mode switching episodes. Increased right ventricular threshold and declined r-wave sensing amplitude were also observed. The patient was asymptomatic. The cause of observed far r-wave oversensing may possibility be due to the increased right ventricular output. Right ventricular lead evaluation and a programming change were recommended. No further information is available.

Event description:
New information received states the device was explanted and replaced. No symptoms were reported.

Manufacturer narrative:
The reported field event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.